Manufacturer narrative:
(B) (4). The ge service rep trouble shot and found the high voltage cable and snubber board were bad. They replaced the high voltage cable and snubber board. The system operates as intended.

Event description:
The customer reported that the left monitor was not working. A large black line went down the middle of the monitor. No pt injury was reported.